Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 07-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the medication cubies did not open. A field service engineer contacted the unit and assisted the user with storage space recovery. The storage space was successfully recovered and tested by the customer with no issues. The system functioned as intended after the field service engineer assisted the user in troubleshooting the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the medication cubies did not open. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.